Manufacturer narrative:
(B)(4). The customer returned multiple components from a cvc kit. No signs of use were observed. Visual analysis revealed that the catheter tip was kinked and flattened out. No other defects or anomalies were observed on the catheter nor any other of the returned components. Based on the observed damage, it appears the tip may have been partially caught in the tray seal. The catheter body length from the juncture hub to the distal tip measured 207mm, which is within the specification limits of 201.5mm - 210.5mm per the catheter graphic. The catheter body outer diameter measured 1.70mm, which is within the specification limits of 1.65mm - .1.75mm per the catheter extrusion graphic. Functional inspection was performed in order to recreate the product's intended use. The IFU states "thread tip of catheter over spring-wire guide. Sufficient guide wire length must remain exposed at hub end of catheter to maintain a firm grip on guide wire." The returned guide wire was passed through the catheter tip. Little to no resistance was observed as the guide wire was able to pass completely through with little to no difficulty. Water was injected through the catheter lumen and no blockages or leaks were observed. A device history record review was performed and no relevant findings were identified. The IFU provided with the kit informs the user, "do not apply excessive force in removing guide wire or catheters. If withdrawal cannot be easily accomplished, a chest x-ray should be obtained and further consultation requested." The report of a damaged/defective catheter tip was confirmed through complaint investigation. Visual analysis revealed that the catheter tip was kinked and flattened out. Despite this, the catheter met all relevant dimensional and functional testing, and a device history record review was performed with no relevant findings. Based on the observed damage, it appears the tip may have been partially caught in the tray seal. Based on this finding, packaging caused or contributed to this event. A non-conformance request has been initiated to further investigate this issue.

Event description:
It was reported the catheter tip was found damaged and the spring wire guide could not go through the catheter during puncture on the patient. No patient injury or complication reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the catheter tip was found damaged and the spring wire guide could not go through the catheter during puncture on the patient. No patient injury or complication reported. The patient's condition is reported as fine.